Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a faulty/defective non-return valve (nrv). The nrv was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.